Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and a volume to be infused (vtbi) of 25ml. The test results were within specifications with no unintended rate changes. The pump's log was reviewed for the day of the reported incident, (B)(6) 2015. The log review showed no pump activity on the reporter's reported date of occurrence. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility, the customer reported that pump not infusing at set. No patient injury.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the investigation results become available.